Event description:
Healthcare professional reported having one syringe of juvéderm® ultra xc where the "needle popped off" and "exploded on a patient's face" during injection. The packaged needle was used. There were no injuries.

Manufacturer narrative:
Device evaluation: lab analysis of the device found no defect.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having one syringe of juvéderm® ultra xc where the "needle popped off" and "exploded on a patient's face" during injection. The packaged needle was used. There were no injuries.